Manufacturer narrative:
Study event. The device was not returned. The lot number was not identified; therefore, a device history review could not be performed. Although no product malfunction was reported, it cannot be said for certain that the device did not cause or contribute to the patient's conditions. A neurological event is a known procedural risk during carotid pre-dilatation balloon inflation.

Event description:
Device malfunction: none. Time of symptoms/ae: during the procedure. Symptoms/ae: transient ischemic attack. It was reported that during a right carotid artery stenting procedure, the patient experienced a transient attack after the initial viatrac pre-dilatation balloon inflation. The patient's symptoms consisted of left facial droop, transient laryngeal difficulty and left arm numbness, which was treated with reopro, retavase and heparin. The symptoms resolved the next morning, and the patient was discharged to home one day post procedure. Though requested, there is no additional information available.